Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patients ipg was defective. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as the surgery center would not release the ipg back for return.